Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash developed. Within a few hours after a taxus express2 drug eluting stent was placed, the pt developed a rash. The physician/allergist explained that the pt had flushing of the upper torso and face as well as dryness of the face, however, the dryness was present prior to stent placement. The physician also reported minimal scaling of the face. The pt had been on plavix prior to the procedure and the only medication change was a "bump" in imdur 2-3 weeks prior. The implanting physician does not feel that the reaction is related to the taxus stent. No further pt complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown. The cause of the difficulties stated in the complaint could not be determined.